Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported by customer that the rn inserted the powerglide midline. Initially had a good blood return but unable to flush. Confirmed tip placement using ultrasound machine. The rn stated that she was able to visualize the tip inside the vessel but unable to flush the catheter. Midline catheter was removed. She assessed the catheter and noticed a kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed and was determined to be use related. One catheter from a 20 ga powerglide pro was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter. A slight kink was observed at the proximal end of the catheter and towards the middle of the catheter. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion with no observed resistance. Because the event description states difficulty infusing into the catheter due to a kink during use, the complaint of a catheter kink is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that the rn inserted the powerglide midline. Initially had a good blood return but unable to flush. Confirmed tip placement using ultrasound machine. The rn stated that she was able to visualize the tip inside the vessel but unable to flush the catheter. Midline catheter was removed. She assessed the catheter and noticed a kinked. No other information was provided.